Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any defect could have contributed to the reported adhesion issue, patient's hyperglycemia and ER visit. Generally adhesion issues are due to variations in skin condition and are not considered malfunctions. No product lot number was reported therefore no qualification records were reviewed. The omnipod¿s user guide warns to "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged," and ¿test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider.¿

Event description:
The patient reported that she had to go to the emergency room due to the adhesive pad coming off the skin which causes her blood glucose to go high (exact bg level was not provided). She did not provide any further information regarding the ER visit or her treatment.